Manufacturer narrative:
No other adverse patient effects were reported. If additional information is received, a follow-up report will be submitted. No evaluation will be performed.

Event description:
3m received information from a customer reporting on a medwatch form ((B)(4)) that a (B)(6) female sustained a very superficial 1.5 x 2.5 cm skin tear to the back upon removal of the 3m ioban surgical drape. It was noted that the patient was prepped with duraprep. Reportedly, the patient was treated with xeroform and the injury has healed. (B)(4).